Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeons are: (B)(6). (B)(4). The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system device was implanted into the patient during a suburethral vaginal tape procedure performed on (B)(6) 2011. As reported by the patient's attorney, after the implantation, the patient suffered from mesh extrusion beneath the vaginal mucosa on the right side and underwent removal of mesh on the right side on (B)(6) 2013. Thru flexible cystoscopy, the patient was diagnosed with hematuria, right loin pain and superficial trigonitis on (B)(6) 2014. Boston scientific has been unable to obtain additional information regarding the event to date.

Manufacturer narrative:
Blocks a1 and b5 have been updated based on the additional information received on october 27, 2022. Block b3 date of event: date of event was approximated to july 9, 2013, the date of the mesh removal surgery, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeons are: dr. (B)(6); (B)(6) hospital. Block h6: patient codes e2006, e2330 and e1302 capture the reportable events of mesh extrusion, pain and hematuria. Impact code f1905 captures the event of mesh removal on the right side.

Event description:
It was reported that an obtryx halo system device was implanted into the patient during a suburethral vaginal tape procedure performed on march 22, 2011 due to large cystocele. As reported by the patient's attorney, after the implantation, the patient suffered from mesh extrusion beneath the vaginal mucosa on the right side and underwent removal of the mesh on the right side on (B)(6) 2013. Thru flexible cystoscopy, the patient was diagnosed with hematuria, right loin pain and superficial trigonitis on (B)(6) 2014.